Manufacturer narrative:
The subject device was returned to local service department of olympus. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [(B)(6), 2021] positive for candida parpsilosis: 1-10 colonies the device was isolated, reprocessed and microtested. [(B)(6), 2021] positive for candida parpsilosis: 100-1000 colonies the device was isolated, reprocessed and microtested. [(B)(6), 2021] no growth was detected. The device had been reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This is a supplemental report to provide additional information. The device had been reprocessed with soluscope. The manufacturing record was reviewed and found no irregularities. Nonconformities of the subject device were confirmed from inspection result by local service department, but it could not be judged whether they affected the reported event or not. The exact cause of the reported event could not be conclusively determined.